Manufacturer narrative:
This report is submitted on may 17, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence and an extrusion of the electrode in (B)(6) 2021 (specific date not reported). Subsequently, the patient was treated with oral antibiotics for a duration of 21 days (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.